Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was related to customer¿s cartridges used beyond labeling. The customer changed infusion set and cartridge, and a correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.